Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of blood and clinical used were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for device packing issue was not confirmed but was confirmed for the analyzed failure "failure to load". Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm came apart upon removal from package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm came apart upon removal from package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.